Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient was implanted on (B)(6) 2019 and underwent revision on (B)(6) 2020 due to plate fracture. Review of received data: no medical data has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be reviewed due to missing lot number. Conclusion: it was reported that patient was implanted on (B)(6) 2019 and underwent revision on (B)(6) 2020 due to plate fracture. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the significant lack of information the reported event cannot be confirmed. A detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical product: ncb screws; item#unknown; lot#unknown. Therapy date: (B)(6) 2020. Then manufacturer did not receive x-rays for review. The manufacturer did not receive the device yet, however it was indicated by the complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to implant fracture.